Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv defibrillation impedance was steady at approximately 66 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals. Twenty six short intervals were observed on (B)(6) 2016. Analysis indicated oversensing associated with the rv lead. Two episodes with ventricular cycle length <220 ms were seen (B)(6) 2016. Analysis indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. One inappropriate shock was delivered on (B)(6) 2016 due to non-physiologic oversensing.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and varying defibrillation coil impedance due to possible coil fracture. Noise was also observed. Defibrillation threshold testing was completed with a normal shock impedance. Detections and alerts were disabled and the patient was fitted for a lifevest. The lead remains implanted and the patient is to consult with their physician regarding a transplant prior to any possible lead extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later observed that the lead continued to alert for high defibrillation coil impedance and a new alert was observed for high impedance in one of the lead's pacing configurations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.